Manufacturer narrative:
Ps275512 device manufacture date: lot : 170425; 170804. Quantity: 2; 1. Manufacture date: 25-apr-2017; 04-aug-2017. Method: the complaint mr290v vented autofeed humidification chambers were returned to f&p healthcare in (B)(4) for investigation. The chambers were visually inspected for the reported damage. Results: visual inspection revealed that all three mr290 chambers sustained cracks around the base of the chamber dome. The cracks were found below one of the ports. Two of them had cracks at the bracket area. Residue and smeared print were also observed around the chamber dome of each mr290. Conclusion: the nature of the cracking and the smeared print suggest that the damage was caused by the chambers coming into contact with a solution containing ethanol/alcohol, which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chambers would have met the required specification at the time of production. Moreover, the healthcare facility reported that the cracks occurred immediately after use, which suggests that the subject mr290 chambers became damaged after they were released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(4) reported to a fisher & paykel (f&p) healthcare field representative that three mr290v vented autofeed humidification chambers were found cracked immediately after use. No patient consequence was reported.